Manufacturer narrative:
Gas loss alarm happened once, esp personnel explained the alarm and made if the alarm continues or becomes frequent so he think they had a basic understanding.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.